Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the ccc was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the vision side cart (vsc) monitor could not show full display on the screen. The vsc touch display showed "insufflator disabled" message. Vsc could not complete power on sequence and power button kept flashing blue. The unit was taken to a programming station where it was confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of the reported event was determined to be a bricked ccc.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the robotics coordinator contacted the technical support engineer (tse) and reported that the vision cart power button keeps blinking blue. The customer stated that they had hospital generator testing earlier this morning. The tse had her disconnect the blue fiber cables from the vision cart and hard power cycle it. After that tse had customer power up all system components in stand alone mode. Both consoles and robot powered up fine with no issues. But the vision cart still would not power up all the way and the power button just kept blinking blue. The customer was going to bring in an xi system to replace it. The procedure was converted to another dv system with no reports of patient involvement.